Manufacturer narrative:
The reported event could be confirmed since the device was returned and matches the alleged failure. The device inspection revealed the following: tip of the reduction clamp found completely broken and the remaining broken fragment was not returned. Intense usage marks clearly visible all over on the surface of the device which indicates that the device is pretty much old and is in use since long which is further confirmed by the faded markings on the device. There are some damage marks proximal to the broken portion on the teeth of the clamp which indicates that excess force being applied on the device during clamping. Due to application of excess force, a brittle failure occurred in device which is further confirmed by the formation of shear lip and smooth breakage surface in microscopic view. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be a user related issue as the breakage was caused due to the application of excess stress leading to brittle failure. However, an nc had been previously initiated to investigate the recurring situation. If more information is provided, the case will be reassessed.

Event description:
The forceps was damaged at the tip, resulting in a fragment. The fragment was removed from the patient body.

Event description:
The forceps was damaged at the tip, resulting in a fragment. The fragment was removed from the patient body.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.